Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during use in patient with this fogarty catheter, the balloon would not deflate. After an effort the catheter was withdrawn and a blood clot was found inside the balloon. The balloon had been tested before use with saline without any issues. There was no vessel injury due to the event. No damage was observed on the catheter body or balloon. There was no allegation of patient injury. Patient demographics unable to be obtained. The product is expected to be returned for analysis; however, it has not yet been received.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of balloon deflation issue could not be confirmed. The balloon was inflated with 1.7ml air and the balloon inflated concentric and did not leak. Balloon deflated after 8 seconds. There is no deflation specification using air as the inflation media. Balloon was inflated with 0.9cc of water and the balloon inflated concentric and did not leak. Balloon deflated completely after 14 seconds by pulling back on syringe plunger. Balloon deflation time with water was within specification. The balloon latex and windings appeared to be in good condition. Additionally, report of "blood clot was found inside the balloon" was unable to be confirmed although residues of what appeared to be dry blood were visible on the catheter body under the balloon. Through lumen was patent without any leakage or occlusion. No visible damage was observed from the catheter. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.